Event description:
The ethicon staple line leaked from the appendix site. Per md and scrub technician, the bleeding was pulsatile. No leaking of blood from staple line should be noted. Poor quality of instrumentation is cause for concern.